Manufacturer narrative:
The surgical table involved in this incident has a manually adjustable kidney bridge. The kidney bridge is raised or lowered during surgery through the use of a ratchet dr directional control that is similar to a socket wrench. The user must turn the directional control to a specified position to raise or lower the kidney bridge. If the directional control is not properly positioned, the bridge will not move in the desired direction. Upon learning of the reported incident, steris dispatched a service technician to examine the table. The service technician did not find any defects and reported that the table was functioning properly. Steris believes that the user was unable to raise the kidney bridge because the directional control was not in the appropriate position. Steris advised the customer that only users familiar with the correct operation of the table, as described in the operator's manual, should be permitted to adjust the kidney bridge. There were no reported injuries associated with this incident, nor was there a malfunction of the device.